Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Date of event: unknown. This report is for one unknown tfna helical blade. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number a device history record (DHR) review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that postoperative collapse associated with an unknown trochanteric fixation nail¿advanced (tfna) helical blade occurred on an unknown date after initial implantation of the tfna nail and helical blade construct on (B)(6) 2017. The tfna static locking configuration was used but the helical blade collapsed along the long right side of the tfna nail. The devices are still implanted in the patient. There was no report of patient harm and as of now, there is no date scheduled for revision surgery. Concomitant devices reported: nail (quantity 1). This report is for one unknown tfna helical blade. This report is 1 of 1 for (B)(4).